Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month later, the patient experienced severe abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which revealed there was an infra renal inferior vena cava filter present. After four month, computed tomography of abdomen and pelvis with contrast was performed which revealed an inferior vena cava filter was in place at the level of the renal vessels. After seven month, x-ray of chest posteroanterior and lateral was performed which revealed there was an inferior vena cava filter. After two months, the patient experienced back pain, x-ray of lumbar spine was performed which showed inferior vena cava filter was at the l2 vertebral body level. After two years and one month, the patient experienced abdominal pain, computed tomography of abdomen without contrast was performed which revealed an inferior vena cava filter was present. There was vertical orientation of the filter with no significant tilt. The superior aspect of the filter was located at the level of the left renal vein inflow. There was minimal extraluminal extrusion of the filter struts at the 12:00, 6:00 and 7:00 positions. There was no evidence for direct extension into an adjacent organ or vessel. Therefore, the investigation is conformed for the alleged filter migration and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with large right lung pulmonary emboli and unable to continue anticoagulation due to expanding liver hematoma. At some time, post filter deployment, it was alleged that the filter had perforated, migrated, and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.